Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: during investigation, the battery cap was not returned with the pump at the time of the investigation. A test cap attached securely to the pump. The pump was successfully run on a 24 hours basal program with no reboot occurring. The original complaint was unable to be duplicated. The pump was opened and there was no damage observed to the power circuit. There was no moisture found internally.